Event description:
It was reported that the user received an ¿insulin set expired¿ alert and then encountered an ¿unable to proceed¿ error during the fill tubing step after initiating a supply change. Symptoms included no reported glycemic symptoms and unchanged blood glucose during the call. Outcomes included successful completion of a full supply change with new supplies and resumption of insulin delivery, with no medical intervention or hospitalization. Investigation included guided troubleshooting, a dry run to 80 units without issue, and a supervised full supply change using all new supplies. Investigation of this case revealed that the issue was reproducible only with the initial consumables and resolved with replacement supplies, indicating a transient supply or setup issue rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction or consumable-related factors.